Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred after the cartridge was filled with 300 units. There was no impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support for the customer to upload the pump data logs; however, no further information was provided on the event.